Event description:
It was reported that following the implant of a transcatheter valve, the valve was explanted for an unknown reason. Subsequently, a surgical mechanical valve was implanted in the aortic position. Additional information was received that the valve was explantedbecause the patient had end stage renal disease and developed tricuspid regurgitation that needed to be surgically addressed. The decision was made to put in a mechanical aortic valve in the aortic position, and a long band on the tricuspid valve. Additional information was received to confirm there were no issues with the medtronic transcatheter bioprosthetic valve nor did it contribute to the need for its explant.

Manufacturer narrative:
Updated data: b5. A third paragraph was added. H6. Codes were updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, the valve was explanted for an unknown reason. Subsequently, a surgical mechanical valve was implanted in the aortic position.

Event description:
Additional information was received that the valve was explanted because the patient had end stage renal disease and developed tricuspid regurgitation that needed to be surgically addressed. The decision was made to put in a mechanical aortic valve in the aortic position, and a long band on the tricuspid valve.

Manufacturer narrative:
Updated data: a4. B5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.